Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that towards the end of an endoscopic vein harvesting procedure, the t.w. Power supply stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.